Event description:
Boston scientific received information that this pacemaker was found to be at end of life (eol) at routine follow-up. The patient was reported to be in atrial fibrillation and asymptomatic. At the patient's previous follow-up the device exhibited a magnet rate of 90 ppm with 2.0 years remaining longevity indicated. The physician suspected premature battery depletion but believed the pacemaker may not be necessary for the patient stating additional consideration would be taken to determine course of action. As such, no plan for revision has been set as the physician will continue monitoring the patient. Boston scientific technical services (ts) provided additional explanation of device behavior and recommended follow-up for the current battery status. It cannot be determined at this time whether the pacemaker met minimum expected longevity. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.